Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; connecting tube has coating peeling. (1mm2 or more); due to a pinhole on channel tube, water tightness is lost; due to a crack on control unit, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a chip; connecting tube has a dent; eyepiece is deformed; and connecting tube has a dent. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling of the device. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿ as below. Inspection of the endoscope: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the tracheal intubation fiberscope, had air leak on the tip rubber. The issue occurred at an reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found peeling of the insertion part coating. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.